Manufacturer narrative:
Date rec¿d by MFR : 05aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was unresponsive. The fse calibrated the touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 14aug2019.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.